Event description:
The debakey forceps instrument was returned without an initial complaint from the customer.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found broken cables at the snake wrist, between the first and second wrist discs. There was no other damage found on the snake wrist. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.